Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. For clarification, the instrument was found with a broken curved blade. Failure analysis found the primary failure of a broken curved blade to be related to the customer reported complaint. Broken piece, approximately 0.43" x 0.10" was not returned by the customer. Material was missing. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage will be detected by the generator with a solid tone or an error.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the blade of the harmonic ace instrument broke and fell inside the patient. Reportedly, a 'release the blade pressure' message occurred. The fragment was retrieved during the same surgical procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the or nurse and obtained the following additional information: during the procedure for 2 hours, the harmonic ace operation didnt work with a message release the blade pressure. The instrument was turned off and tested again, and it did not work with a continuous error. The scrub nurse checked and found that the blade had cracks, and when she wiped it with a gauze, it was broken right away. This was broken outside the patient, not inside the body, and the customer will send a fragment together with the instrument.